Event description:
Patient had an insertion of a tissue expander on (B)(6) at (B)(6). Monday, (B)(6) august she had to be brought back in on the emergency list at (B)(6) hospital as the tissue expander, to my understanding, was coming out of the surgical wound according to mr. (B)(6). The expander was taken out and upon closer examination, it was noticed that one of the suture tabs had completely split.

Manufacturer narrative:
Investigation summary ¿ a relationship between the reported fixation tab rupture and the device could not be established as the product was not returned for evaluation. The alleged extrusion could not be confirmed due to lack of clinical evidence. A complete review of the DHR for lot 24020659 was carried out, no deviation was found in the manufacturing process. Review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. ¿ the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: extrusion ¿ this complication is more frequent in overweight patients or those receiving larger implants. To reduce this risk, it is advisable to check the surgical pocket to ensure the muscle incision can be easily closed under minimal or no tension. Intraoperative tissue expansion while dissecting the other side is also used. If the muscle still cannot be closed with minimal tension, a smaller implant must be used. Local trauma or severe infection also can result in exposure and extrusion of the implant. If tissue breakdown occurs and the implant becomes exposed, implant removal may be necessary. Suture tabs (truefixation® system) ¿ the truefixation® system is made of reinforced silicone and includes six fixation tabs. These tabs are intended to be sutured to the adjacent breast tissue to prevent possible rotation and/or displacement after surgery of the device. Each tab in the system has an opening to allow the surgeon to affix the device's tab to the adjacent breast tissue with a single stitch. The reinforced suture tabs may be fixated once the device is placed in the desired location. To pass the suture through the opening, it is not necessary to keep the needle in the surgical area. Caution must be taken not to damage the expander surface during this portion of the procedure; this is accomplished by retracting the expander while the stitch is placed in the adjacent breast tissue. ¿ a definitive root cause could not be determined. Potential factors nonrelated to the manufacture of the device that may led to the event reported include but are not limited to: (1) damage by surgical instruments. (2) implant stress and weakening during implantation. (3) improper wound healing. (4) oversized implant. ¿ as no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time. ¿ establishment labs will continue to monitor for similar complaints/trends.